Event description:
Physio-control evaluated the device and found that it was unable to provide defibrillation therapy, the shock button was inoperative. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the programmed user interface pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed user interface pcb assembly at the failure analysis center and found that the left side of the on/off button was worn and had intermittent recognition. However, there was no issue found with the shock button operation.